Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated stent and suprarenal aortic extension. Subsequently, on (B)(6) 2016, the patient presented to the hospital with abdominal pain. The physician determined there was a type 3b endoleak and the fabric looked compromised. On (B)(6) 2016, the physician elected to reline by implanting an additional bifurcated stent and an additional suprarenal aortic extension to seal the endoleak. The patient is in stable condition.